Event description:
It was reported that a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to stenosis and regurgitation. The patient presented with heart failure and shortness of breath. A 26mm 9755rsl transcatheter valve was successfully implanted. Patient was transferred to ICU for recovery post procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.